Manufacturer narrative:
Device evaluation the field service engineer (fse) evaluated the ventilator and replaced the (solenoid, inspiratory auto zero) and printed circuit board (pcb), inspiratory module. The ventilator passed all testing and was placed back in clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, that the 840 ventilator "went down while on patient" generating an error code and stopped ventilation. The date and time is off on the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.